Event description:
It was reported that this patient has an lvad and at a sicd implant procedure the system was unable to be optimized. The lvad has some interference and there are noisy signals on all of the system's sensing vector. The field representative chose alternate sensing vector at this time. The noisy signals were determined to be a result of electromagnetic interference (emi) and the patient had possibly received an inappropriate shock. Subsequently, the entire system was explanted. No additional adverse events were reported.